Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that where the implant was placed was painful. The patient said it was very thin and where new physician placed the new ins just happens to be where patient sits and said it was irritating every time patient sat down. The patient also mentioned that the recovery was nasty and said that it hurt a long time but also mentioned that patient developed shingles after the surgery. The patient was redirected to their healthcare provider to further address the issue.